Event description:
Account stated this bed's siderail was locked in the upright position and wouldn't lower.

Manufacturer narrative:
Account removed the siderail and installed another siderail from hospital stock to resolve.